Event description:
The customer reported the system displayed a collimator calibration and filament calibration required message, which prevented the system from booting up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The coin battery on the generator interface board was replaced and the calibration files were reloaded. The system was tested and found to be working as intended and put back into service.